Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas c 111. The erroneous results were not reported outside of the laboratory. Patient 1 initial crep2 result was 1.609 mg/dl. The repeat result was 1.089 mg/dl. Patient 2 (female, (B)(6)) initial crep2 result was 1.44 mg/dl. The repeat result was 0.648 mg/dl. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 28003201 with an expiration date of 30-jun-2018. The customer stated calibration and qc results were acceptable. The sample probe looked ok with no deposits. The sample probe had been replaced on (B)(6) 2017. There were no visible sample quality issues.

Manufacturer narrative:
A review of the reaction monitors suggest a reagent carryover event. The investigation is ongoing.

Manufacturer narrative:
Since calibration and qc data were acceptable, a general reagent and instrument issue have been excluded. Since the customer runs many trinder tests on the instrument, it was suggested that the customer install an extra wash step before the crep2 test. The customer has not had any additional issues.